Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl treated and maybe over treated to above 200 mg/dl get ready to have breakfast blood glucose 272 mg/dl got bolus not delivered assist with delivering the bolus and clearing message about high blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The device will not be returned for analysis.